Event description:
It was reported that the patient's ipg reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention maybe undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The report of ¿replace generator soon¿ displayed was confirmed. Analysis and a longevity calculation of the returned ipg found the device had declared eri, eol, and had normal battery depletion.